Manufacturer narrative:
Medwatch sent to FDA on 3/30/2016. The device has not been returned. Therefore, no analysis or testing has been done. These events are being reported because medical intervention was required, although device-relatedness has not been established. "Fluid discharge" is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details.

Event description:
Company representative reported that after implant with seri surgical scaffold, the patient developed blisters, pustules with sterile fluid coming out. Treatment status is unknown.

Manufacturer narrative:
Additional review indicated a device code for the indication that the device had not integrated with patient tissue was inadvertently omitted from the previous report submission. Inadequate tissue ingrowth is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported bilateral revision to breast augmentation with seri&#59411;surgical scaffold. Post-implantation, patient presented with pain developing in the right breast on (B)(6) 2015 with "redness around the trifurcation point that looks like a spitting stitch". The patient presented with right side swelling two days later and the physician treated for an infection with incision and drainage on (B)(6) 2015. A culture was taken but no results were reported. Physician reported that there was "some granuloma" that was carefully debrided. The right breast implant was removed and replaced at this time. On (B)(6) 2015 the patient presented again with exposure of the right breast implant, and both breast implants were removed along with the majority of the seri&#60320; the patient returned on (B)(6) 2016 with a "bleb" in the left breast that was popped and drained. On (B)(6) 2016 the patient presented with continued intermittent drainage from the left breast. Physician reported "she will heal and then gets another bolus with a granuloma which then drains". On (B)(6) 2016 the patient presented with soreness in the left breast and a palpable lump. Physician identified this as an abscess after the incision was reopened and two small pieces of remaining seri&#59415;ere removed.

Manufacturer narrative:
These events are being reported because medical intervention was required, although device-relatedness has not been established. Abscess, pain, and "granuloma" are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported bilateral revision to breast augmentation with seri&#59411;surgical scaffold. Post-implantation, patient presented with pain developing in the right breast on (B)(6) 2015 with "redness around the trifurcation point that looks like a spitting stitch". The patient presented with right side swelling two days later and the physician treated for an infection with incision and drainage on (B)(6) 2015. A culture was taken but no results were reported. Physician reported that there was "some granuloma" that was carefully debrided. The right breast implant was removed and replaced at this time. On (B)(6) 2015 the patient presented again with exposure of the right breast implant, and both breast implants were removed along with the majority of the seri. The patient returned on (B)(6) 2016 with a "bleb" in the left breast that was popped and drained. On (B)(6) 2016 the patient presented with continued intermittent drainage from the left breast. Physician reported "she will heal and then gets another bolus with a granuloma which then drains". On (B)(6) 2016 the patient presented with soreness in the left breast and a palpable lump. Physician identified this as an abscess after the incision was reopened and two small pieces of remaining seri were removed.